Manufacturer narrative:
(B)(4). The reported complaint for "persistence of the alarm signal" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " during an urgent angioplasty procedure, upon switching on the machine, audible and visual alarms were detected. After performing the standard checks, the balloon catheter was positioned in the aorta and connected to the machine, resulting in the absence of counterpulsation. Given the urgency of the procedure due to the patient's instability, the device was replaced with another of the same type but from a different lot. Once positioned and connected, despite the persistence of the alarm signal, it performed its function, allowing the procedure to be completed, after which it was removed". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " during an urgent angioplasty procedure, upon switching on the machine, audible and visual alarms were detected. After performing the standard checks, the balloon catheter was positioned in the aorta and connected to the machine,resulting in the absence of counter pulsation. Given the urgency of the procedure due to the patient's instability, the device was replaced with another of the same type but from a different lot. Once positioned and connected,despite the persistence of the alarm signal, it performed its function, allowing the procedure to be completed ,after which it was removed". No patient injury or consequence reported. The patient's current condition is "unknown".